Event description:
It was reported that the left ventricular (lv) lead had no capture, high impedance, and an apparent lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: segments of the lead were returned but could not be determined due to severe explant damage. Analysis revealed the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 bi-v ICD; implanted: (B)(6) 2013. (B)(4).